Event description:
(B)(4). Same case as MDR ID # 2134265-2013-03532, MDR ID # 2134265-2013-03531. It was reported that subsequent to a stenting treatment procedure, the patient experienced unstable angina and in-stent restenosis occurred. On (B)(6) 2012, the patient underwent cardiac catheterization and revealed 1 target lesion. The 80% de novo stenosed lesion was located in the saphenous vein graft(svg) to the right posterior descending artery (r-pda) with a reference vessel diameter of 5.5mm and a length of 45mm. Predilation was performed and three promus element plus stents(4.00x32mm, 4.00x12mm, 4.00x8mm) were used to treat the lesion with residual stenosis of 10% following post-dilation. The patient was discharged the following day on aspirin and prasugrel. On (B)(6) 2013, the patient presented with unstable angina and hospitalized on the same day. The patient was found to have an elevated cardiac enzymes (peak ck total =541 u/l, uln= 174 u/l, peak ck mb =23 ng/ml, uln= 5 ng/ml, peak troponin =1.66 ng/ml, uln=0.10 ng/ml) and the coronary angiography revealed svg to r-pda, right posterolateral, 3rd obtuse marginal(om), 2nd om and 1st diagonal: 50% proximal stenosis at the area where the study stent was previously deployed, 30% diffuse disease in proximal mid portion, 60% distal lesion. The physician decided to continue treatment with medication. The patient was referred for a repeat catheterization and revealed severe in-stent restenosis within the proximal portion of svg to r-pda. On the 8th day after admission, treatment with balloon angioplasty using two balloons with a residual of less than 20%. The event was considered as resolved. The patient was discharged two days post procedure on aspirin and ticagrelor.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2013-03531, MDR ID # 2134265-2013-03532. It was further reported that non-st elevation myocardial infarction occurred.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).